Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump detected downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'intermittently detects a downstream occlusion' was reproduced. A review of the history log revealed multiple occurrences of downstream occlusion. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of calibration force sensor. The force sensor requires replacement to address this issue. During evaluation, the device experienced a delayed keypad. The cause was identified to be processor board which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.